Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was in the range 50 mg/dl. The customer's other blood glucose values were 52 mg/dl, 51 mg/dl, 53 mg/dl, 52 mg/dl and 97 mg/dl. The insulin pump delivering micro boluses while in his blood glucose was 50 mg/dl. Customer stated he needed information on the auto mode feature. The insulin pump will not be returned for analysis.